Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was implanted in the patient with history of post myopic lasik (-2.50). A day after the surgeon noticed the lens was sitting without posterior flexion in the bag and the patient remained myopic (-2.50). The intended target was -0.50. The patient didn't lose any lines of bcva compared to preoperative. Size of capsulorhexis was 6.0 and iop was 19. Mr os -2.50+0.25 x025 20/20. The surgeon attempted placement of capsular tension ring (ctr)to hold haptics in place but patient had persistent myopia with anterior position of the iol. An ultrasound biomicroscope (ubm) showed the ctr was placed into the sulcus and iol was planar-to-anterior position with mild early striae temporally. Based on surgeon's opinion the patient's anatomy, capsular bag too big bag to hold the lens optic back against the posterior capsule, was the likely cause of the event.

Manufacturer narrative:
The lens was not returned to b+l for evaluation and the lot number was not provided; therefore a DHR review could not be performed. Based on the current information the root cause of the event could not be conclusively determined.